Event description:
It was reported that the patient with an ambicor penile prosthesis (app) experienced fluid loss. The physician and the patient attempted to pump up the device and observed a lack of rigidity and fluid transfer into the cylinders, preventing the device from functioning properly. Upon revision, a hole in one of the cylinders was discovered, causing the fluid loss. Consequently, the app was removed, and a malleable prosthesis was implanted. No patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with an ambicor penile prosthesis (app) experienced fluid loss. The physician and the patient attempted to pump up the device and observed a lack of rigidity and fluid transfer into the cylinders, preventing the device from functioning properly. Upon revision, a hole in one of the cylinders was discovered, causing the fluid loss. Consequently, the app was removed, and a malleable prosthesis was implanted. No patient complications were reported.